Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow-up transesophageal echocardiography (tee), it was noted that the closure device had shift into a very proximal position. The patient is getting a computed tomography (CT) scan, and the team will determine the next steps from there. It was further reported that the patient was continued on oral anticoagulation (oac).

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037320124. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift (medication required, imaging required). Risk review: a risk review was completed and confirmed that the event of implant movement/shift was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow-up transesophageal echocardiography (tee), it was noted that the closure device had shift into a very proximal position. The patient is getting a computed tomography (CT) scan, and the team will determine the next steps from there.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code added.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow-up transesophageal echocardiography (tee), it was noted that the closure device had shift into a very proximal position. The patient is getting a computed tomography (CT) scan, and the team will determine the next steps from there. It was further reported that the patient was continued on oral anticoagulation (oac).